Event description:
It was reported that a user was unable to pair a dexcom g7 sensor to the ilet pump while the sensor remained paired to the dexcom mobile application; the user repeatedly entered the sensor code during the pump¿s pairing process, and customer care advised that this could delay pairing, then guided the user to toggle the cgm setting between g7 and g6, after which the pump entered pairing and warmup as expected. Symptoms included no reported adverse physiological effects. Outcomes included no reported clinical impact, no alerts or alarms, and no medical intervention. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed that the device functioned as designed once proper pairing steps were followed and that user interaction contributed to the initial inability to pair. It was concluded that the event resulted from use-related error, with no device malfunction confirmed.